Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Blood glucose was 170 mg/dl. Tandem technical support advised customer to reconnect the luer lock connection and resume insulin delivery.